Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had to have their catheter replaced because ¿the other one was leaking¿. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that, six months after implant, the pump started to fail. The patient had a return of pain. The patient had a hole in his catheter and the catheter migrated. The catheter was replaced and repositioned and the pump was left in place.

Event description:
Additional information received reported that a catheter break occurred and was the cause of the event, near the anchor point. The result of a catheter dye study was ¿leakage of dye¿ however the timeframe of the study was not provided. The symptom reported was ¿lack of pain control¿. The patient recovered with no injury.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter, product ID: 8590-1, lot# n171755, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).